Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an inguinal hernia repair procedure, a piece of the trocar balloon cover came off. The surgeon had to remove this piece of the device from the patient cavity. There was no patient injury.